Event description:
International affiliate reports valve pressure could not be changed despite attempts by flushing; saline infusion; and use of a programmer. The pressure remained at 100 mm h2o and disturbances of consciousness and feeding were observed in the pt. The valve was explanted.